Manufacturer narrative:
This is one event (peritonitis) for the same patient involving three separate products. This is report 4 of 4 overall system level reports involved.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced peritonitis with possible system air leakage on an unknown date after use of the product.